Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer. Since (B)(6) 2015, the patient had been having pain at the site of the catheter, and gradually the pain had gotten worse. The cause was unknown, but it was noted that the patient fell and scraped her knees before this pain started. The patient notified her doctor but "no tests had been performed yet." However, the patient went to the hospital (not her pump doctor) and they did an x-ray of that site but no results had come back yet. It was noted that the change in therapy/symptoms was gradual. The indications for use were non-malignant pain and failed back surgery syndrome. The system was delivering morphine. Additional information received from a consumer indicated the healthcare provider (hcp) was going to revise the catheter but the patient had to wait 14 days. The patient noted the pain was bothering her a lot. The patient noted that an x-ray found the catheter was spliced so the drug was not being delivered. Follow-up was being conducted to obtain clarification of the catheter being spliced and drug not being delivered, the cause of the spliced catheter/drug not being delivered, clarification on the fall, and the concentration and dose of the drug being delivered via the device. If additional information is received, a follow-up report will be sent.